Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following these instructions, the error did not display again. The caller was instructed to wait 20 minutes before starting a new sensor session, and they acknowledged this guidance.